Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced post traumatic stress from receiving past shocks. The patient felt like the implantable cardioverter defibrillator (ICD) was going to shock him. The patient reportedly just wanted his device out. The health care professional (hcp) requested technical services (ts) review the device data. A status message indicated a ventricular shock was delivered to convert an arrhythmia. There were non-sustained episodes also noted. Ts indicated there were no shocks delivered over the last seventy-two hours. There were no out of range measurements observed. The presenting electrogram (egm) showed the device was operating as programmed. Additional information was later received that this ICD was explanted as a result of therapy upgrade. No additional adverse patient effects were reported.